Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes do not have vacuum. This was discovered during use. The following information was provided by the initial reporter: material no. 367960 batch no. 7160911. It was reported that tubes did not have vacuum. (Incident date: (B)(6) 2017). Vacutainers do not contain vacuum.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes do not have vacuum. This was discovered during use. The following information was provided by the initial reporter: material no. 367960, batch no. 7160911 it was reported that tubes did not have vacuum. (Incident date: (B)(6) 2017). Vacutainers do not contain vacuum.